Event description:
It was reported that the lesion was located at the bifurcation of the circumflex and ramus with in-stent restenosis of the ramus and total occlusion of the circumflex. It was reported to be a difficult case. During advancement to the lesion, the proximal shaft separated at a point outside the anatomy. No intervention was required and no adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: evaluation of the returned stent delivery system (sds) found blood in the guide wire lumen, on the stent implant, on the balloon and on the hub consistent with insertion into the patient anatomy. There was contrast in the inflation lumen consistent with preparation of the device. The stent implant was stationary on the balloon where it was originally crimped, but was not between the markers. The inner member was bunched at the distal and proximal ends of the distal marker. The proximal end of the proximal marker was located 5 millimeters distal to the proximal end of the stent implant. There was no damage noted to the stent implant. The balloon was tightly folded. The proximal end of the balloon was wrinkled. The hypotube and jacket were separated 23.2 centimeters (cm) distal to the strain relief tubing. The hypotube fracture face was oval shaped and the jacket material was stretched at the separation. There was a kink in the hypotube 1.2cm proximal to the separation. There were multiple bends in the hypotube distal to the separation. There was no other damage noted to the sds. The tip length and outer diameters of the stent implant were measured and met manufacturing criteria. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Hypotube (proximal shaft) detachments are often the result of ductile overload (material stress/fatigue). Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, profile dimensions are confirmed by visual and dimensional checks and 100% visually inspected for kinks and damage on the manufacturing line before release. In this case, it was reported that the lesion was totally occluded which appears to have contributed to the reported failure to cross and may have resulted in kinking of the sds proximal shaft during advancement attempt. Further handling during removal subsequently led in the shaft separation. The noted inner member bunching and wrinkled balloon appears to have resulted from advancement attempts during the procedure due to the anatomical conditions which subsequently led to the noted balloon marker placement. The noted bends to the hypotube most likely resulted from handling of the device post procedure. The reported failure to advance and shaft separation appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a search of the complaint database revealed no other incidents reported for shaft detachment for this lot.